Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported they almost choked from a broken piece of retainer that they swallowed while asleep. The patient also indicated they have periodontitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.